Manufacturer narrative:
Concomitant medical products: product is: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out that the right ventricular (rv) lead had intermittent loss of capture and high thresholds. The physician believed this was due to the patient¿s hyperkalemia. However, a few days later the rv lead had intermittent loss of capture, elevated thresholds, and an alert for high/undefined pacing impedance. Reprogramming occurred, and a revision procedure was performed. During the revision procedure it was found that there was an intermittent connection between the implantable cardioverter defibrillator (ICD) and rv lead as the lead was not securely fastened to the header. The lead was disconnected and reinserted into the header. The device and lead remain in use. No patient complications have been reported as a result of this event.